Event description:
It was reported that the patient went to the emergency room due to "syncope" and was noted to be in atrial fibrillation. The atrial lead was undersensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator 2011-(B)(6). (B)(4).